Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, no stable interrogation of a pacemaker was possible. The cable was damaged with a loose connection inside the cable. It was also noted that the anti-slip layer was ripped off the label. As a result the label and cable were replaced. (B)(4).

Event description:
It was reported that it was not possible to find pacemakers with the radiofrequency (rf) head during regular follow-up appointments. The user tried to connect by pushing the button on the rf head as well as using the "find patient" button on the programmer screen. Everything was normal when trying to connect with a pacemaker using the programmer only. As the rf head tried to connect, one led would flash green and orange when the rf head was searching for a device, but it could not find a device. When the rf head was changed to a new one the pacemaker was found immediately. When the broken rf head was used again, it was noted that when manipulating the cable to see if there was a loose connection the rf head found the device when the cable was manipulated. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.